Manufacturer narrative:
Corrected data: h6- medical impact code: "4629" should be removed and "4627" should be added. Claim# (B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. B3: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -07.50/+1.0/006 (sphere/cylinder/axis) in the patients left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved.